Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of cardiosave intra aortic balloon pump(iabp), arterial line was not showing up on the screen. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse connected patient simulator to pump, was successfully able to get a arterial and ECG reading. Unit pumped fine with no errors. Nothing unusual in logs, unit returned to customer. Based on the device evaluation, the reported failure mode was not confirmed as there were no non-conformances identified.